Event description:
It was reported that during testing conducted at the MFR that the blade was broken inside the handpiece. It is unk if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The blade and handpiece subject to this investigation was returned for eval. It was visually confirmed that the blade was broken. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined, the attachment associated with this MDR is as follows: part number: 6206000000, serial number: (B)(4).